Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: during investigation, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.